Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the surgeon used two cements and both two cements hardened quickly than usual in (tha nakashima medical stem). The cement for fixing the stem was stored in the refrigerator from the day before and it was taken out from the refrigerator two minutes before using. It was mixed for 90 sec with optigun (biomet). The cement for the stem hardened for 7 min though, it hardens for 10 min as usual. The cement for fixing the cup was stored in the hospital which temp was 25c. It was mixed for 90 sec with cement bowl. The cement for the cup hardened than usual. The temp in the operation room was 20c. Both two cements hardened quickly than usual, so the surgeon suspected the cement. The procedure was completed without any problems and delay because, the implants were implanted before the cements hardened completely. The surgeon didn't' use an antibiotic.